Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction on visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a cell under voltage (cuv) flag and a cell over voltage (cov) flag enabled which rendered the battery inoperable. Internal review of the battery revealed a broken connection between the positive terminals of cell pair 3 and the wire which delivers voltage from cell pair 3 to the main circuit of the battery. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is an improper weld which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) nurse reported that the battery is not charging, no green light, and flashing red on the battery charger. The battery was replaced with no effect on patient. Analysis of the returned device found broken cell pair weld.